Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. It was suggested that the user should wear a headband but there was no improvement after one week of observation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected after a trauma to the head.it was suggested that the user should wear a headband but there was no improvement after one week of observation.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head.